Event description:
A pulsar-18 t3 self-expandable stent system was selected for treatment of a mildly calcified lesion in the tibial artery. Pulsar-18 t3 was advanced through sheath to the lesion but met resistance and was unable to be advanced. The device was pulled back and attempted to be advanced for a second time but met the same resistance. It was decided to remove the device. Upon removal the device was intact, but the stent looked damaged/accordion but was still on the delivery system. Catheter was intact, no kinks. Another stent was used to complete the intervention.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection, and a 100 percent control of the outer shaft diameter is performed. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. According to the product label, the inner diameter of the 4f merit medical prelude extension catheter is 1.3 mm which does not meet the specifications of pulsar-18 t3 (4f, greater than 1.52 mm). The root cause for the complaint event is therefore most likely related to a tolerance issue with the introducer sheath used in the intervention.